Event description:
It was reported that the stent delivery system balloon was punctured. A 2.50mm x 38mm promus premier¿ stent was selected however the physician had trouble loading the device into an unspecified guide wire and ended up puncturing the stent delivery system balloon with the wire. The device never entered into the patients body. The procedure was completed with another of the same device. No patient complications were reported and there was no harm the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).